Event description:
It was reported that the left ventricular lead impedance had gone from 948 ohms at implant to 1500 ohms. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.